Manufacturer narrative:
Medwatch form report #mw5070073 was received.

Event description:
It was reported that during device replacement procedure, loss of output was observed. The patient was pacemaker dependent and needed to be rescued by external pacing. The device was replaced.